Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g6 continuous glucose monitor was believed to be disconnected from the ilet, but the ilet displayed a low glucose reading and a confirmatory fingerstick measured 64 mg/dl; the user calibrated the ilet with the meter value and consumed fast-acting carbohydrates, after which glucose rose to 94 mg/dl. Symptoms included hypoglycemia. Outcomes included transient low glucose with recovery after carbohydrate intake and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the cgm was paired and providing low readings to the ilet and that calibration aligned the system with the meter value. It was concluded that the event involved hypoglycemia managed at home with user education, with no device malfunction confirmed.